Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was seen in the clinic today for routine follow-up. Upon interrogation, it was noted that the patient had an abrupt increase in atrial lead impedance around the first week of (B)(6) 2020. Atrial lead noise was also noted. The patient stated to have had an invasive procedure around october, but it is unclear what that procedure was. The p-wave remains relatively unchanged and the pacing impedance remains the same. The patient has reported no symptoms associated with this issue. The patient is being monitored on merlin.net and will be seen at regular clinic follow-up. No programming changes were made.